Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock. There have been no other events for the lot referenced. The device showed normal signs of explant scratches. The ID of the taper showed signs of wear and black deposits. The event was confirmed by the provided medical records. However the root cause of the reported event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The patients left hip was being revised due to reoccurring dislocation. The surgeon stated there were torn abductors and what appeared to be metallosis. The surgeon cleaned the trunion and implanted a +10 head. No other components were removed.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The patients left hip was being revised due to reoccurring dislocation. The surgeon stated there were torn abductors and what appeared to be metallosis. The surgeon cleaned the trunion and implanted a +10 head. No other components were removed.